Event description:
It was reported that during a peripheral therapeutic procedure, an altatrack catheter was loaded over an .035" altatrack guidewire used in a complex fevar procedure in the abdominal aorta plus side branches. During navigation of the right renal artery, a dissection occurred, and a significant decrease in blood flow to the upper and middle portion of the right kidney was observed. To treat the dissection, a bare metal stent was implanted distal to the covered stent with improved blood flow. The patient was discharged as expected, 3 days post-procedure. The physician confirmed that the dissection was related to the guidewire. This adverse event is being submitted because the altatrack guidewire caused a dissection, and required stent placement.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Report source: study name - learn registry. The altatrack guidewire was discarded and not returned to the manufacturer for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.